Event description:
The patient was implanted with a left ventricular assist device. It was reported that 4 motor stopped events were recorded in the system controller log file accompanied by a low speed alarm and a pi event while the patient was connected to the power module. X-ray images showed an area of concern just above a previous percutaneous lead repair area. On (B)(6) 2015 a new percutaneous lead repair was completed. During the repair, the patient's pocket controller gave a controller fault alarm while performing testing. The system controller was exchanged. The patient was not symptomatic during the event. A new onset of pump stoppages occurred on (B)(6) 2015. X-ray images showed an area of concern near the internal pump end bend relief. A pump exchange was completed.

Manufacturer narrative:
Approximate age of device: 4 years and 1 month. The reported low speed events and pumps stoppages were confirmed based on the evaluation of the returned percutaneous lead. The gray shrink wrap on the connector-side of the previous percutaneous lead (lead) repair appeared bulged and elongated. Disassembly of the repaired area found that the copper wrap had fractured directly underneath the bulged area of the gray shrink wrap. The green strength member, which was knotted by technical service during the first percutaneous lead repair, had been pulled apart. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire''s insulation. The test revealed breaches in the red and yellow wire insulations. Visual inspection of the red and yellow wires found cuts in the insulation adjacent to where the copper wrap of the lead repair had fractured. The exposed conductors of the red and yellow wires would have allowed electrical shorts while the system was operating on the power module and batteries, resulting in the low speed events and pump stoppages observed on the submitted system controller log file. Due to the bulged and elongated shrink wrap, fractured copper wrap and broken strength member, it appeared that the lead had experienced mechanical trauma. The breach in the red and yellow wires appeared consistent with being cut by the copper wrap during this trauma. The patient received a pump exchange and the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: pt admitted for evaluation of acute pump stoppage at home. Found to have severe malfunction due to multiple drive line fractures. Tcv surgery advised to perform a vad exchange.

Manufacturer narrative:
Device evaluation: the report of low speed events and pumps stoppages can be confirmed based on the evaluation of the replaced section of the driveline. The returned driveline showed a previous distal end replacement had been performed. The gray shrink wrap on the connector-side of the previous repair appeared bulged and elongated. Disassembly of the repair found that the copper wrap had fractured directly underneath the bulged area of the gray shrink wrap. The green strength member, which was knotted by the manufacturer's technical service during the first repair splice, had been pulled apart. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed a breaches in the red and yellow wire insulations. Visual inspection of the red and yellow wires found cuts in the insulation adjacent to where the copper wrap of the repair splice had fractured. The exposed conductors of the red and yellow wires would have allowed electrical shorts while the system was operating on the power module and batteries, resulting in the low speed events and pump stoppages observed on the submitted system controller log file. Due to the bulged and elongated shrink wrap, fractured copper wrap and broken strength member, it appeared that the percutaneous lead had experienced mechanical trauma. The breach in the red and yellow wires appeared consistent with being cut by the copper wrap during this trauma. The patient experienced additional low speed and pump stoppage alarms following the repair and received a pump exchange on (B)(6) 2015. Visual inspection of the internal portion of the driveline revealed breaches to the insulation of the black, brown, red, orange, and green wires approximately 3.5 inches from the pump housing. The observed wire damage appeared consistent with abrasion against the braided shield due to repetitive flexing. The exposed wire conductors would have allowed electrical shorts while operating on both the power module and batteries, resulting in the continued low speed and pump stoppage events that occurred after the distal driveline replacement on (B)(6) 2015. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.